Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received that noted that the patient underwent generator and lead replacement due to battery depletion and "old electrode disolved, no isolation". Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient is doing fine. It was reported that the insolation over the lead had degenerated over an approximately 6 cm in length in the portion underneath the generator. It was reported that the lead was destroyed during removal.